Manufacturer narrative:
H.6. Investigation: no sample or photo was provided for evaluation. Therefore, sample analysis could not be performed, and the condition reported by the customer could not be confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: the failure was water leakage past the proximal stopper of the syringe. There was water between the two stopper seals of the plunger as well, but that is not considered a failure by iso 7886-1. Catalog number: 309653. Product name: syringe 60ml ll tip 1ml . Lot number: 9207683 . Manufacture date 2019/08/02.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: the failure was water leakage past the proximal stopper of the syringe. There was water between the two stopper seals of the plunger as well, but that is not considered a failure by iso 7886-1. Catalog number: 309653. Product name: syringe 60ml ll tip 1ml. Lot number: 9207683. Manufacture date 2019/08/02.